Manufacturer narrative:
Section h6 evaluation result codes #101 and #435 were added to the report based on add'l evaluation results. During final test and calibration, and after the main printed circuit board was replaced as previously reported, the device was again observed to intermittently display a dark lcd. Add'l investigation found a terminal in a molex connector slightly disengaged, resulting in intermittent contact between the power supply circuit board and the main circuit board. The connection was repaired, proper operation verified and the device returned to the customer for use.

Event description:
Ambulance personnel were attending to a pt, condition unk. Allegedly during the event, the device lost power and the lcd went blank. No other event info available has been provided by the customer.